Manufacturer narrative:
The pump was received with a critical error alarm and a pump error 35 was found in the formatted history file due to a corroded electronic assembly. The pump was received with a cracked case on the back at the battery tube area. The pump was received with broken off battery tube threads and minor scratches on the lcd window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident was 136 mg/dl. Troubleshooting was initiated and the customer confirmed that a red x appeared on the display. The insulin pump was not bumped or dropped. No other alarms occurred after the critical pump error alarm. The insulin pump will be returned for analysis.